Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
L1 left and right screws were removed (rod was cut between l1-2). L2 left and right screws were removed(rod was cut between l2-3). 2 units on left and right of l3 were removed (rod was cut between l3-4). The removed screw at l2 right was inserted to the right of l3. Plif was performed on l2-3. The screw was inserted and it was connected with lower level.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device 510k #: k113174 was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) via the manufacturer representative regarding a revision spinal fusion procedure performed on a patient who developed lower limb symptoms and radiographic scans confirmed retro spondylolisthesis of l2. It was reported that screws on l2, s1, il were loose, so all the screws were explanted and replaced with longer ones to correct retro spondylolisthesis. Product will not be returned since the customer discarded it, and it was replaced with a medtronic product. No additional patient injury / complication is reported.